Event description:
A nurse reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The iol was exchanged for a different power. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event and the event resolved following the iol exchange.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was cut into two pieces by an instrument with a serrated edge. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/11/2009 and 11/12/2009 by phone, fax, and mail. A completed questionnaire was received on 11/17/2009.